Event description:
The customer reported a posterior capsule rupture occurred. The customer suspects burrs or a jagged edge on the I/a tip port. The customer has three I/a tips and is not sure which one was in use at the time of the event. Further info received from the customer stated no add'l info will be sent regarding this event.

Manufacturer narrative:
The customer noted three I/a tips were obtained. The customer took microscopic photos and no burrs were found. The I/a tips will be sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l info becomes available.